Manufacturer narrative:
Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in march. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however, cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Manufacturer narrative:
Additional information was received. This s-ICD system was successfully replaced. No additional adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in march. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had high out of range system impedances. Since implant, impedances have ranged from 70-95 ohms. In (B)(6) 2024, the impedances increased to 100-140 ohms before becoming out of range between 130-400 ohms in march. Technical services (ts) suspects an electrode issue and recommended an electrode replacement; however cause is not yet confirmed. This s-ICD system remains in-service at this time. No adverse patient effects were reported. Additional information was received. This s-ICD system was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body 30 mm from the terminal pin. Resistance testing found the electrode was not electrically continuous. An x-ray of the electrode confirmed the inner conductor coil was fractured approximately 23 mm from the terminal end. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture. Additional information was received. This s-ICD system was successfully replaced. No additional adverse patient effects were reported. Additional information was requested regarding health care professional (hcp) information and replacement. No further information is available at this time regarding the hcp information; however a replacement has been scheduled, and this investigation will be updated when further information becomes available.